Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 4 months. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home. The patient called the clinic upon waking to alarms from the system controller showing the battery icon. The patient was instructed to exchange the battery clips and batteries. About an hour later, the caretaker came home to find the patient on the floor unresponsive. The patient expired at home. It was noted that the patient reported pump speed drops approximately 1-2 months prior, but refused to come to clinic for further evaluation. The manufacturer's technical services representative evaluated the system controller log files and indicated that the pump stoppage could have been due to an issue with the percutaneous lead (driveline) or a potential pump thrombus. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stop events that were captured in the submitted log files. It was reported the pump would not be returned, but approximately 23.5 inches of the distal portion of the driveline was returned for evaluation. Electrical continuity testing was performed and found that the red wire produced an open circuit. Intermittent short to shield was induced upon manipulation of the driveline for the red wire. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 3 inches from the metal connector. Visual inspection of the underlying wires found the red wire was completely fractured 2.5 inches from the metal connector. Additionally, a breach in the brown wire was observed 2.5 inches from the metal connector. The observed wire damage appeared to be the result of a fatigue failure due to repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of either wire contacted the braided shield while the system was operating on a tethered power source, the resulting short would have contributed to the low speed and pump stop events captured in the submitted log files. If the exposed conductors of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have contributed to the low speed and pump stop events captured in the submitted log files while the system was operating on battery power. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.